Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt failed incoming functionality testing. The cause for the failure was isolated to intermittent shorting of the green (belt dischg) and blue (+5v) wires in the ECG c&d cable. The root cause for the shorted wires could not be positively identified. No adverse event resulted from the intermittently shorted wires. The last patient to use this belt did not report any deficiencies.

Event description:
Review of service data detected a reportable problem. During servicing, belt sn (B)(4) failed the current test. The last patient to use this belt did not report any deficiencies.